Manufacturer narrative:
Evaluation summary: analysis of the device revealed normal battery depletion.

Manufacturer narrative:
Concomitant products: 694765 lead, implanted: (B)(6) 2010.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached recommended replacement time (rrt) and had premature battery depletion. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.